Event description:
A patient in (B)(6)was undergoing a dialysis treatment that included a polyflux 210 h dialyzer. Following resolution of an air in venous line alarm, the patient became short of breath, hypotensive, and developed abdominal pain, loose stools, agitation and a hot sensation in the back of the neck. The customer described the symptoms as those similar to hemolysis. Treatment was terminated and the patient was administered oxygen and a saline bolus. The patient was admitted to the hospital.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. No lot history record check and no complaint history file check could be performed as the lot number is unknown.